Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: a 0.5 unit bolus was not observed in pump histories. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging the boluses were not being recorded in the pump history. The reporter stated the patient kept a manual log of boluses and from (B)(6), no boluses were recorded in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.